Manufacturer narrative:
(B)(4): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient had 2 falls landing on the hip where the implant was located. After the falls the patient could feel the lead on the top part of the implantable neurostimulator (ins) and felt pain if she pressed on it. It was recommended that the patient get her ins system checked prior to getting an MRI. The patient thought had a torn rotator cuff. The patient was still able to recharge and use it, and it did not hurt to recharge. The falls happened right before (B)(6) 2015 or in (B)(6) 2016 and she noticed being able to feel the lead right after that. The patient later met with a manufacturing representative (rep) on (B)(6)-2016. The patient was going to have to go into surgery to secure the ins. She had fallen on her right side that the ins came loose. She could feel the leads coming out. It was noted that it would hurt to charge with the belt, so it was suggested so use adhesive discs. The patient had not been having any issues maintain an implantable neurostimulator recharger (insr) or patient programmer (pp) connection but wanted to try adhesive discs because of discomfort while charging using the belt due to current issues with the ins moving. The patient had spoken to the managing healthcare professional (hcp) at her appointment with the rep, and they had scheduled the ins revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.